Event description:
The facility reported that a home patient disconnected their supply bags from the homechoice set during treatment and replaced them with new supply bags. The facility will review proper procedures with the home patient. No pt injury or medical intervention was reported.